Manufacturer narrative:
A visual inspection of the ipg as received did not reveal any discrepancies with the ipg casing or header assembly. Mechanical testing of the setscrews and a lead insertion test was normal. A setscrew to lead tip engagement test was also performed and normal operation was observed. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test also confirms the integrity of the ipg header assembly by testing the contact between the lead terminal electrodes and the ipg header electrodes. The device exhibited normal device characteristics during electrical and mechanical testing. Based on the analysis, it is unk if the lead had been fully seated into the header during the attempted implant. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report#1627487-2014-23502. It was reported during a permanent implant procedure diagnostic testing revealed high impedance reading on multiple lead contacts with the ipg. The physician then connected the leads into the trial cable and the diagnostic testing revealed no anomalies. However, when the physician inserted the leads back into the ipg header, diagnostic testing again revealed high impedance readings. The physician determined the issue was with the ipg. Subsequently, the physician replaced the ipg with a new one. The surgical procedure was extended 15-20 minutes. The pt reported effective coverage postoperative.